Event description:
A consumer implanted for non-malignant pain and degenerative disc disease reported they went to a distillery where the security wand was used next to their implant. Following this a warning power on reset (por) message was seen and stimulation wasn't on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.